Manufacturer narrative:
No samples, pictures or lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided. There is no indication within the report of the wound location, patient orientation, vacuum setting of the device, and time elapsed between dressing changes. The complaint description includes soft port not compressed; however, dressing was compressed with drainage sitting at the tubing and maceration at the periwound area. Maceration is a result of the skin being exposed to prolonged high levels of moisture. A possible root cause for a soft port not compressed with drainage leaking at the underneath the transparent films are: blockage caused by clotting at the head of the soft port with blood clots/exudate. Gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. In the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. This is supported by the information provided within complaint when indicated that soft port was removed and it was found heavy. The instructions for use (IFU) for the renasys dressing kits with soft port recommends that regular monitoring of the wound site during therapy in order to ensure therapeutic treatment and patient comfort. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: noticed that a patient¿s foam dressing was compressed, however the soft port head and tail were not. Also, drainage was sitting in the tubing, indicating that there was little to no negative pressure to pull it into the canister. There were no alarms triggered.